Manufacturer narrative:
(B)(4). Batch # n90l2t. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold at laying. Use of a second device and had the same problem. Patient continued to bleed until they used a new clamp. No information will be provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.